Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in the report is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a lower reading from her adc freestyle libre sensor than a reading received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of 148 mg/dl which was compared to a meter result of 289 mg/dl. Customer was given an unspecified amount of insulin in response to the readings. At the time when the readings were received the customer was reported to be dizzy. Customer was taken to a hospital, where a reading of ¿around 800 mg/dl¿ was received on a hospital device and customer was admitted. It is unknown what treatment was rendered at the hospital. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported customer received a lower reading from her adc freestyle libre sensor than a reading received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of 148 mg/dl which was compared to a meter result of 289 mg/dl. Customer was given an unspecified amount of insulin in response to the readings. At the time when the readings were received the customer was reported to be dizzy. Customer was taken to a hospital, where a reading of ¿around 800 mg/dl¿ was received on a hospital device and customer was admitted. It is unknown what treatment was rendered at the hospital. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.